Manufacturer narrative:
It was reported that patient underwent on (B)(6) 2010 vaginal exploration, revision and excision of vaginal wall mesh, pubovaginal wall sling, cystoscopy, and anterior repair and rectocele repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to mesh erosion.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui. No additional information was provided.